Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The day before the date of the report, patient stated that her implant was replaced with another manufacturer's device, with newer technology. Patient was calling to donate her equipment back to medtronic and reported that the main problem with her implant was that she had to recharge 3 times per week, she had to lay on the equipment, it took forever to recharge and that caused her to be less mobile and she felt like a nursing home patient. They reported when she first got her first implant, it was what she wanted and she only had to recharge once every month or 3 weeks. Patient said they decided to go with other company to get better results and said their technology was better, she does not have to recharge as often and the external equipment is easier to use. Ins was replaced. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.